Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to hyperglycemia with blood glucose value 400 mg/dl. The customer current blood glucose level was 285mg/dl. The customer was treated with manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer does allege pump was under delivering because due to constant high blood glucose value. The device will not be return for analysis